Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the amount of inaccuracy was not measured as the surgeon immediately cancelled the case once he noticed the inaccuracy. A manufacturer representative estimated that it was approximately one centimeter off of the intended trajectory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was not rescheduled. No additional burr hole was made.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a laser ablation procedure. It was reported that intra-operatively, there was an alleged inaccuracy. It was reported that a manufacturer representative suggested automatic registration with the imaging system which the surgeon decided against. It was reported that the first trace registration failed. It was clarified that the first trace registration passed but the accuracy checkpoints were off. The second registration passed and looked accurate superficially. The surgeon made a plan before any incisions were made. The plan was going through a previously resected area on the patient. The representative advised against this and suggested a different entry plan. The surgeon aligned using the precision aiming device (pad) to the original plan to make the first burr hole. The representative noted that the pad had moved. The surgeon used the passive planar blunt (ppb) and made a second plan by moving the pad. It was clarified that the surgeon instructed to update the entry pint to where they were pointing at that time. The surgeon did not properly make a new plan. The representative advised the surgeon to check the probe's eye view three times to ensure that the new plan would be appropriate. The surgeon made a second burr hole here and when they were aligning the bone anchor with the stiffening stylet and the bone anchor, it was reported that the bone anchor did not grip the burr hole properly. When the surgeon screwed in the bone anchor, the threads did grip the hole properly but the surgeon continued tightening it down. When they inserted the laser fiber at this point, the magnetic resonance imaging (MRI) showed that it was not aligned to the area of interest. The case was aborted and no ablations were made. It was unknown if the procedure would be rescheduled.